Event description:
End user reported irritation and itching under her mass and under her tape for one (1) week.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported she uses unisolve adhesive remover; dial soap in the shower and preps her skin. She stated that she changes wafer every five (5) days and uses karaya powder and paste. Moldable wafer was discussed with the end user and she stated she will call back with her stoma size. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.